Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they had a hospital wide connectivity disconnection. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that they had a hospital wide connectivity disconnection.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The reported malfunction was confirmed.a philips technical consultant (tc) reached out to the customer to resolve the issue. The tc reached out to the national support specialists for support. The tc then rebooted the core a and core b routers along with the primary server which resolved the issue. The nss then worked to find the root cause of the issue. The nss found that many network configurations needed to be adjusted and instructed the tc of the changes that should be made.